Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had blood glucose of 339 mg/dl. Customer stated that his insulin pump was not working correctly, it did not let him enter his carbohydrates and the numbers was cycling form 0 to 22. Nothing further was reported.